Manufacturer narrative:
The insulin pump passed functional testing. However, the unit was received stuck in the motor error loop during bolus/basal delivery. Motor position encoder error alarm could not be confirmed, due to erased history file. The motor was tested outside the device and passed.the motor may have had an intermittent failure that was not detected during our testing.the device was received with minor scratches on the lcd window.

Event description:
The customer called and reported he received a motor error alarm on the insulin pump during priming. The customer's blood glucose level was 217 mg/dl. During troubleshooting, it was stated the insulin pump had not been exposed to a strong magnetic field. The customer was not using the sensor feature. The customer was able to complete the rewind sequence. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.